Event description:
It was reported that postoperative to a colon resection, there was a poor staple line and bad hemostasis. There was no pt consequence. There is no additional info available at this time.